Manufacturer narrative:
(B)(4). An additional medwatch will be sent to capture the endoleak associated with the pxl161407. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.according to the gore® excluder® aaa endoprostheses instructions for use, adverse events which may occur and require intervention include endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2012, the patient underwent an endovascular procedure using a gore® excluder® aaa endoprostheses to repair an abdominal aortic aneurysm. On the patient¿s right contralateral side, a pxc161000 was implanted. On the patient¿s left ipsilateral side, a pxl161407 was implanted. The patient tolerated the procedure. On an unknown date in (B)(6) 2018, a follow-up CT (computed tomography) revealed an aneurysm enlargement (size unknown). It was reported the patient had a distal type 1 endoleak on both the(pxc161000 and pxl161407). The reported cause of the distal type 1 endoleaks were a result of proximal migration of both devices of approximately 3cm of migration. The cause of migration was due to lack apposition to the vessel walls. On (B)(6) 2018, the patient underwent endovascular intervention. Additional contralateral leg components were implanted to treat both endoleaks. Imaging identified the endoleaks both reportedly resolved. The patient tolerated the procedure.